Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Clinical adverse event received for femoral periprosthetic fracture, small calcar fracture. Event is serious and is considered mild. Event is definitely related to both device and procedure. Treatment includes small orif with cable fixation. Doi: (B)(6) 2018; doe: (B)(6) 2018; (left hip).